Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) started experiencing difficulty inflating the device. The patient had an in-clinic evaluation, during which, a pump anomaly was determined and troubleshooting did not solve it. Therefore, a revision surgery was performed. The pump had to be repositioned outside a capsular tissue that covered it. No patient complications were reported.